Manufacturer narrative:
H2 - h6: a software analysis was initiated. Reviewed application logs and identified two sessions preceding the reported incident. The first session involved a spinalfusion procedure conducted prior to the incident date, while the tumorresectionoptical procedure occurred on the day of the incident. No log evidence was found to explain the reported auto-registration inaccuracy and no errors observed. Reviewed the archive and there was 1 o-arm image with 192 slices with a thickness of 0.8 mm and spacing of 0.83 mm. Based on the information provided, suspect movement of anatomy relative to frame during screw placement, but there was no way to confirm that. Logs and archives cannot capture that information, thus, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. H2: please see section d9 for when the logs were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was confirmed that it is unknown if there was patient impact and amount of inaccuracy is unknown as well, and it was confirmed by site.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during an l5 s1 percutaneous case. Both left screws were positioned out lateral, while the right side screws were correctly placed. The site asked for the calibration on the imaging system to be checked. The manufacturer representative (rep) went to the site and checked the same images on a different navigation system that was available, and believed the images looked fine. The navigation frame was noted to be far from the target and clamped to l1. Additionally, it was mentioned that the surgeon applied significant weight on the driver on the left side. The rep believed both of these factors could have contributed to this alleged inaccuracy. A bump was believed to have caused issues with image acquisition. There was no delay, and unknown if there was patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.